Event description:
It was reported that the patient experienced ventricular tachycardia with 300 to 330 beats per minute. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No known intervention was performed. No further information was available.